Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the lead was apparently explanted due to unknown reasons. Reasonable evidence suggests that this lead could exhibited a malfunction. No additional adverse patient effects were reported.